Event description:
It was reported that the pump exhibited a motor rate error. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, e2, e3 are unknown at the time of reporting.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal removed on the bottom case, and intact on the plunger cases. The device was observed to have a chipped top case. The device?s event history log was reviewed for evidence of the reported problem, motor rate error? Found in the log. To conduct functional testing the device had an occlusion test performed. Upon testing, the reported problem was unable to be duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.